Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa420avf and the haptic tore. The surgeon enlarged the incision minimally and cut the lens in half to remove and replace the lens with another model lens. No suture was required.

Manufacturer narrative:
(B)(4).